Manufacturer narrative:
The ventilator was investigated on site and the air and o2 gas module were replaced and returned for investigation. Evaluation of the received device log shows matching events, between june 21, at 20:46 and june 21, at 22:05, several alarms for high o2 concentration. A pre-use check was confirmed to be successful prior to this ventilation period. There are alarms for low o2 concentration documented as well. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air and o2 gas module, where concluded that the solenoid has a contributing effect to this behaviors. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref.:(B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref.: (B)(4).